Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a posterior fixation l5-s1, with an oblique posterior atraumatic lumbar (opal) interbody fusion cage, was performed in september 2010. Patient underwent a second operation on (B)(6) 2011 to improve the patient¿s general condition. On (B)(6) 2011, the patient returned to the hospital with bilateral sacroiliac pain. It was detected that one rod slipped. Patient underwent surgery on (B)(6) 2012 to fixate an additional level. This report is for an unknown 3-d head. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Implant date reported as september 2010. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. Due to some damages at the part it was not possible to measure all dimensions. At all the damages the anodization layer is worn out, which indicates that they were caused post-manufacturing, either during the insertion, in situ or removal. The examination of the raw-material testing certificate and the manufacturing papers shows no deviations regarding the manufacturing process, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. We are not aware of any other complaint for this article and lot numbers. The exact cause of this occurrence can not be defined. A review of the device history record was conducted with no complaint related issues were found during the manufacturing process. (B)(4).